Event description:
A health care professional reported that the pt was admitted to the emergency room with overdose symptoms of nausea, respiratory depression, and somnolence. There was also swelling over the pump site. The pump volume was checked. The expected reservoir volume was 6.9ml, the actual reservoir volume was 6.2ml. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is baclofen. No diagnostic studies had been performed. The pt's condition was reported as serious. A follow-up report will be sent if additional info becomes available.